Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise and varied p-wave amplitude resulting in oversensing and automatic mode switch (ams) were all noted on the right atrial (ra) lead. No intervention was performed to resolve the event and the patient was stable.